Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via social media that the customer experienced low blood glucose. The customer blood glucose level was 28 mg/dl at the time of incident. Customer reported that the insulin pump was giving an automatic bolus when the blood glucose was below 40 mg/dl. Customer reported that auto mode feature was not active at time of low blood glucose event. The insulin pump and reservoir will not be returned for analysis.